Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. Unable to verify battery out limit alarm due to unresponsive buttons. No moisture damage on electronics and motor noted. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a meter bg now alert that he could not clear. The customer removed and reinserted the battery and received a battery out limit alarm. He changed the battery but the buttons were still not responding to clear the alarm. Blood glucose value was 200 mg/dl. The customer stated the device might have been exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.